Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional additionally reported rupture discovered during surgery. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional additionally reported rupture discovered during surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on posterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device as per the investigation procedure, non-penetrating nick, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right-side capsular contracture baker grade iii. Device remains implanted.